Manufacturer narrative:
The actual samples were not available; however, six (6) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem was not verified. No functional testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the caps of the two (2) solution sets were missing. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.